Manufacturer narrative:
The customer¿s report of the device failing to alarm for air-in-line was not confirmed. Review of the pump module logs determined that the air-in-line threshold was set to the 250 l setting at the time of the event, with accumulated air enabled. Air-in-line (wet & dry) testing was performed and the device passed testing with no issues noted. Testing on the pump module for air-in-line detection found it to be detecting air within specification for the 250 l single bolus air detection settings. Testing of the accumulated air detection found it to be working properly at the 250 l setting. The root cause of the reported event was not determined. The event administration set was not returned for investigation.

Event description:
The customer reported that a nurse noticed the pump continued to infuse after the bag was empty causing air to infuse into the patient. The pump was programmed for a volume greater than the volume of the IV bag. The customer reported patient harm however no specifics were given regarding the harm or the medical intervention provided.